Manufacturer narrative:
The device has been received by anspach. The device was evaluated and the event was duplicated. Evidence indicates this was due to excessive force. The event was confirmed. If add'l info is received, a supplemental report will be sent. (B)(4).

Event description:
Report received from the USA stating that during routine inspection, the device was "overheating." The device was not used in surgery. There were no injuries or medical intervention reported. There was no add'l info provided.